Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) and chr(complaint history record) review cannot be completed for the given serial number ((B)(4)), as there was no information available in sap for the particular serial number. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi pressure test fail on 8100 account name: (B)(6) hospital account #: 10001822 asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: tech. Called in for help on 8100 unit serial # (B)(4) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: tech. Had already replace the pressure sensor before call in , ran calibration test again still failing voltage reading below 1.3 next step will be to send unit in for services repair, tech will back when ready to unit in for repair. Ref:_00d30y0yr._5000l1llq2f:ref.